Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 10:28 am, the meter result was 5.9 inr. At 10:31 am, the meter result was 5.6 inr. At 10:45 am, the meter result was 5.7 inr. At 12:12 pm, the meter result was 5.4 inr. At 2:00 pm, the laboratory result was 3.94 inr. At 5:32 pm, the meter result was 5.6 inr. The therapeutic range was 2.0 - 4.0 inr.